Event description:
The patient was scheduled for a catheter revision due to fluid in the pump pocket. The surgeon then removed the whole system due to infection. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).